Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for low blood glucose of 12 mg/dl. The blood glucose reading at the time of call was 70 mg/dl. Troubleshooting was performed. The customer stated that the difference between the blood glucose meter and the sensor was a value of 30 mg/dl. The customer stated that her sensor did not alert her when she was below 80 mg/dl. All programming on the insulin pump seemed correct. No further information was provided.